Event description:
It was reported that the patient has received several shocks over the last few years due to t wave oversensing from small r wave amplitudes. The sensing vector had been reprogrammed several times in the last few years, however inappropriate shocks continued to occur due to double or triple counting, no matter the sensing vector. The patient was noted to be on dialysis last year and now has end stage renal disease. The physician was considering programming tachycardia therapy off in the subcutaneous implantable cardioverter defibrillator (s-ICD) system versus replacing the device. Ultimately the physician discussed the options with the patient who chose to have therapy programmed off. The s-ICD and electrode remain implanted in the patient. No adverse patient effects were reported.